Manufacturer narrative:
Manufcaturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years and three months later, computed tomography of the abdomen and pelvis with contrast revealed superior extent of the filter was at disc space and inferior extent at superior vertebral body. Positive for caval perforation. A total of 6 prongs perforated the inferior vena cava with maximum distance of 3.36 mm. Coronal images showed 11.72-degree tilt left to right and sagittal images showed 4.36-degree tilt posterior to anterior. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Approximately two years and three months post filter deployment, it was alleged that the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.